Event description:
There was no pt involved in this event. This device malfunctioned because the device failed a self-test.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. The device failed auto self-tests on due to a low battery. On the (B)(6) 2011, the device logged nonsensical data and on (B)(6) 2012, the device failed an auto self-test. The device was tested during the investigation. This revealed that considerable voltage fluctuations were present. The voltage fluctuations were due to failing pogo-pins and were enough to potentially cause the self test fails. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.